Manufacturer narrative:
The concerned device was not yet released for evaluation by the customer. Investigation results will be reported in the follow up report.

Event description:
It was reported, that the evita 2 dura stopped ventilation without giving alarm. No pt injury.